Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the centrifugal battery in the unit was not charging fully and the meter indicator was yellow. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). During inspection, the fsr discovered that the unit was in the "off" position thereby not allowing battery backup to fully charge. After the fsr replaced batteries, the system was within mfrs specs and ready for clinical use. The fsr instructed the customer on proper use technique. If add'l info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.